Event description:
It was reported that the lead had an apparent fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the distal segment of the lead was returned and analyzed. Analysis results revealed that no anomalies were found. Blood/body fluid was present on the defibrillation conductor (not obstructing), and in/on the helix mechanism. The inner tubing was kinked/buckled. The outer insulation was breached cut. The outer insulation and the exposed defib conductor has a white substance on it. The helix was distorted/bent. There was apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.